Manufacturer narrative:
The reported field event of communication failure was not confirmed in the lab. The reported event of premature discharge of battery was confirmed. Interrogation of the device revealed it was above eri when received. The device was tested on the bench using automated testing equipment, and no anomalies were found. A longevity calculation was performed and found the battery depletion was premature. No high current drain sources were found throughout bench and stress testing. The battery was analyzed by its manufacturer and no anomaly was found; hence the root cause of the premature battery depletion could not be conclusively determined.

Event description:
New information received noted that the patient's implantable cardioverter defibrillator exhibited premature battery depletion and continues to exhibit no radio frequency (rf) telemetry. No intervention was performed. The patient's condition was stable throughout the event.

Event description:
New information received noted that the patient's implantable cardioverter defibrillator was explanted and replaced on (B)(6) 2020. The patient's condition was stable throughout the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic on (B)(6) 2020. Upon investigation it was observed that the patient's implantable cardioverter defibrillator was unable to be interrogated with rf telemetry but was able to be interrogated with inductive telemetry. It was noted afterwards that the patient's rf telemetry function was working appropriately. The patient presented for another follow-up in clinic on (B)(6) 2020 and no rf telemetry was observed again. Interrogation was completed with inductive telemetry and no intervention was performed. The patient's condition was stable throughout the event.